Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 63-year-old male patient underwent an unknown procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during an afib case, a small pericardial effusion was noticed at baseline at the beginning of the procedure. The bwi representative reported that as the procedure proceeded, the pericardial effusion seemed to gradually become larger. The pericardial effusion was confirmed with intracardiac echocardiography (ice) at the end of the procedure, the physician performed a pericardiocentesis and removed 230 ml of fluid. There were no visible signs on the patient. The patient was reported to be in stable condition during and after the procedure. The lot number of the reported catheter could not be provided. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was unknown. Surgical intervention provided was a pericardiocentesis. Outcome of the adverse event was fully recovered. Patient did not require extended hospitalization because of the adverse event. Brk1 was the needle used for the transseptal puncture performed. Ablation was not performed prior to noting the pe or CT. There was no evidence of steam pop. The flow setting was low. Correct catheter settings was selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used were dashboard, vector, and visitag. Parameters for stability used for the visitag module was 2.5mm, 3 seconds, 3g for 25%, 3mm. There were no additional filter used with the visitag. Color options used prospectively was fti. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.